Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device upgrade, a slight externalized conductors were observed via fluoroscopy. The lead exhibited stable electrical characteristics. The lead was capped and replaced. Patient is doing fine.